Event description:
Healthcare professional reported right-side "fibrous capsules", a "layer of reactive fluid", and a "heterogeneous array of silicone nodules." The device has been explanted.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: insufficient information: no observations are performed for the complaint as the event is insufficient information. No further actions are required since no issue in the manufacturing of the device is observed. The reported events of "seroma-late" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and granuloma.